Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly posterior side up in the lens case. Solution is dried on the lens. The lens was cleaned with lphse for further evaluation. The optic is split/cracked on the anterior side of the lens. The optic edge has a small torn/split/cracked area. A fold inspection could not be conducted due to extensive lens damage. All product and batch history records are quality reviewed prior to product release. A qualified associated product was indicated. It is unknown if a qualified viscoelastic was used with the lens/cartridge combination indicated. The product investigation could not identify a root cause for the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was inserted and would not unfold so it was taken out. The procedure was completed the same day, additional information was requested and received.